Event description:
Boston scientific received information that this right ventricular lead displayed noise, high thresholds and pace impedance measurements of less than 200 ohms. The patient was seen for a lead revision procedure where the lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.